Event description:
Cna reported resident on the floor. Cna states that during transfer using golvo lift the hold strap slipped out of the holding area. Resident fell to the floor hitting lift side of head on frame of golvo lift. Laceration on left ear, bleeding moderate.